Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 19, 2014 - september 24, 2014. The device was received for evaluation. Visual and microscopic inspection revealed no evidence of particulate matter either inside or outside of the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.